Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and low blood pressure. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized due to abdominal pain and low blood pressure. The day after event onset, the patient was treated with vancomycin injection (1 gm every five days, ongoing, route and duration were not reported), fortum injection (1 gm, once daily, route and duration were not reported) and heparin injection (0.5 ml per bag, route, frequency and duration were not reported) for this event. The patient was recovered from the peritonitis event; however, the patient remained hospitalized due to low blood pressure. Pd therapy was ongoing. No additional information is available.